Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient had the whole system removed in 2013 because ¿it did not work for them.¿ the patient noted that the scs system did not help for the same thing the trial system did. No further complications are anticipated.